Event description:
The customer reported that the system was giving dark images during a case. The patient was on the table and under anesthesia. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the system appears to have a bad fluoro function board. The system was repaired and operates as intended.